Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative cleaned the memory and the central processing unit (cpu). The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the system turned off on its own. The system was rebooted, but the cassette and accessories were not recognized. The system was switched out to complete the case, following a 30 minute delay. There was no patient harm.